Event description:
It was reported that this right atrial (ra) lead was explanted shortly after implant due to loss of capture. The ra lead had exhibited placement difficulty and dislodgement during the initial implant procedure, in addition, the helix was retracting on itself during the procedure. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted shortly after implant due to loss of capture. The ra lead had exhibited placement difficulty and dislodgement during the initial implant procedure, in addition, the helix was retracting on itself during the procedure. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix and normal surgery related damage. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.